Event description:
It was reported that a pt started having breakthrough seizures on (B)(6) 2012. There was reportedly no change in medications. It was noted that the pt had not had her device interrogated in about two years. In addition, it was reported that the pt has had four tumors on the left side of her "neck/vagus nerve area." In the past, she had them drained every six months, but she has not had tumors drained in two and a half to three years. One of the pt's physicians has discharged the pt from the clinic, but the physician's office has advised for the pt's primary care physician to obtain x-rays. X-rays were expected to be taken on (B)(6) 2012 by the primary care physician. The pt saw a new physician on (B)(6) 2012. The physician stated that "because of scar tissue and he doesn't want to do the surgery." He also stated that the device was dead, so it was unable to be interrogated. The pt has since been referred to another physician. Attempts to obtain further info have been unsuccessful to date.